Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. No further information available.